Event description:
The customer reported a handswitch broken problem. We will consider this most consistent with a paddle set problem.

Manufacturer narrative:
(B)(4). The customer reported a handswitch broken problem. We will consider this most consistent with a paddle set problem. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.